Manufacturer narrative:
E1. Initial reporter occupation unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that after a deep venipuncture, when the cvp was measured the pressure sensor did not respond. There was patient involvement and no patient harm reported.